Event description:
It was reported that after a coronary revascularization procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, a posterior needle-to-cuff miss occurred. When the needle plunger was removed, only a white suture was attached to a needle. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). An analysis of the returned device confirmed the reported product experience. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. Based on review of the available information, no product quality deficiency was identified.